Event description:
It was reported by the patient that when the power button is pushed nothing happens, even though the power light is on. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that when the power button is pushed nothing happens, even though the power light is on. A new monitor will be ordered and sent to the patient. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.